Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia (68 mg/dl) while wearing the ilet bionic pancreas. The user self-treated with fast-acting carbohydrates. Emergency medical services were called and monitored the user¿s glucose levels until they returned to range. The user was not hospitalized and did not require further medical treatment.